Event description:
Additional information received indicates that to address the bleeding an interventional radiology procedure was performed and hemostasis was achieved.

Event description:
It was reported that following the implant of a right ventricle leadless pacemaker (rvlp) it was noted that there was pacing failure. It was noted that the rvlp had dislodged and migrated to the right atrium. It was also noted on echocardiography that there was a small pericardial effusion from the implanted inferior wall of the right ventricle. Subsequently, bleeding occurred from the right femoral site. The rvlp was retrieved from the pulmonary artery and new rvlp was implanted. The patient was recovering following the procedure.